Event description:
It was reported that 200 discardits ii 5ml with 24x1 experienced leakage during use. The following information was provided by the initial reporter: discardit 5ml 24g bp lot no 9210442 was used on patient for blood collection & observed that there is a leakage in the syringe with bubble formation near plunger.

Manufacturer narrative:
H.6. Investigation: since no samples (including photos) were returned for the reported issue of ¿leakage from the plunger¿ with lot number 9210442 regarding item # 300847 the complaint could not be confirmed, and the root cause is undetermined. The defect is not confirmed as no photograph or sample was available to investigate or simulate the defect in the product. The team investigated the retention samples of material number 300847 for lot number 9210442 for complaint of leakage from the plunger, we did not find any defect in the retention samples. DHR reviewed found no non-conformities. Root cause cannot be confirmed without the original customer complaint sample.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 200 discardits ii 5ml with 24x1 experienced leakage during use. The following information was provided by the initial reporter: discardit 5ml 24g bp lot no 9210442 was used on patient for blood collection & observed that there is a leakage in the syringe with bubble formation near plunger.